Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 23 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.